Event description:
The manufacturer representative met with the patient on the day of the report. The stimulator was helping with her pain after the manufacturer representative last met her in (B)(6) 2021, but then it stopped helping. She said her pain was worse when she woke up in the morning. After looking at the patient's settings, the manufacturer representative discovered that adaptivestim had been turned on, and all her intensities were at zero except for upright. The manufacturer representative turned off adaptivestim and reset her intensities for all groups. The manufacturer representative spent a very long time educating the patient on how to avoid turning adaptivestim on and how to unlock the patient controller using the arrow keys. The manufacturer representative suggested charging at the same time every day so that she has shorter charging sessions. The patient seemed confused on what she is supposed to do with the stimulator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to get desired intensity when she would unlock her remote. The rep ran a connectivity check showing contact two was out and an impedance check showing all contacts were within normal impedances except contact two which showed over 40,000 ohms. The rep programmed the patient using contact 9 on the right lead for dtm instead of contact two. The patient was able to open her remote and make intensity increase and decrease adjustments without getting any error after the rep reprogrammed to avoid contact two. No external factors were known to have led or contributed to the issue. No symptoms were reported.